Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. The break in aseptic technique was further described as touch contamination (details not provided). On the same day as onset, the pt was hospitalized for the peritonitis. During hospitalization, the pt was treated for the peritonitis with cipro (ciprofloxacin) ip-intraperitoneally and oral route (doses and frequencies not reported). One day after being admitted to the hospital, the pt was discharged. Once discharged from the hospital, the pt was treated with cefazolin, ip (dose and frequency not reported). Twenty days after being discharged, the pt experienced recurrent peritonitis. At the time of this report, the peritonitis was resolved, the pt was recovered and dianeal therapies were ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). The treatment with cirpo and cefazolin was initiated after the patient was discharged from the hospital (not during hospitalization as previously reported). Should additional relevant information become available, a supplemental report will be submitted.